Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.

Event description:
The following report was rec'd from the affiliate: during a percutaneous coronary intervention to the mid left anterior descending artery, femoral approach was chosen for the procedure. A 4.0x6mm guiding catheter was chosen to engage the vessel. The vessel was then pre-dilated with a 2.25x12mm voyager balloon to 8 atms. Due to suboptimal result, a 2.25x18mm cypher sirolimus-eluting coronary stent was deployed over the vessel at 11 atms; however, the cypher stent failed to fully deploy. A high-pressure balloon was used for post dilatation, but the cypher stent was unable to fully expand. An angiogram revealed a possible stent fracture; therefore, a 2.25x23 cypher sirolimus-eluting coronary stent was used instead and deployed a nominal pressure and the case was finished.